Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications (note: a review of the unit's chronological log revealed no anomalies.). In addition, no issues were found in the device history record (DHR) for the device. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Most likely the thermal damage was caused by current following the path of least resistance as a result of the patient's heel coming into contact with a conductive/metallic surface during the procedure. A warning in the erbe user manual covers this type of situation and user error appears to have caused the reported event. Nonetheless, no conclusive determination could be made as to the cause of the incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an electrosurgical unit (esu/generator) was used in a cesarean section (note: the third c-section for the patient.). The esu was used with a monopolar electrode [part number (p/n) 20190-106, lot number (l/n) not provided) and an erbe omega return electrode (p/n 20193-082, lot number not provided)]. The generator's settings were swift coag, effect 3,180 watts. After the procedure, blisters and a necrosis of approximately eight (8) cm² were discovered on the left heel of the patient [note: it was reported that the area may have contacted a conductive/metallic surface during the procedure.]. Analgesics and wound dressing was used to treat the damaged area. Note: the unit and accessories were distributed by our parent company, (B)(4), to a hospital in (B)(6).